Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years 7 months post implant of ventralex mesh, patient was diagnosed with drug resistant bacterial infection, fistula, obstruction, adhesions, impaired healing, purulent discharge, necrosis, fibrosis and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, adhesions, fistula and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh". Note, the manufacturing date (15-dec-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional/ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was identified. A ventralex mesh was secured in place with sutures.¿ (B)(6) 2015 - patient was diagnosed with complex incisional hernia thereby underwent laparoscopic repair with the implant of synthetic mesh. Per operative notes, ¿severe adhesions and the defect was identified in the epigastrium. A gore-tex mass was found to be scarred with a defect. A synthetic mesh was placed, sutured and tacked.¿ (note: there was no visualization/mention of ventralex mesh in this operative notes) (B)(6) 2017 - patient had abdominal pain. (B)(6) 2017 - patient was diagnosed with small bowel obstruction, adhesions thereby underwent small bowel resection and lysis of adhesions. (B)(6) 2017 - patient was diagnosed with non-healing abdominal wound, mrsa infection, periumbilical pain & swelling. (B)(6) 2018 - patient was diagnosed with infected mesh, enterocutaneous fistula with purulent material and necrotic fascia thereby underwent open incisional hernia repair with removal of ventralex mesh. Per operative notes, ¿enterolysis of very dense adhesions and two segmental small bowel resections were performed using gia stapler. The fascia was reinforced with a biological mesh and sutured. Then a ventralex mesh was excised and removed.¿ attorney alleged that the patient had abscess, bowel obstruction, bowel removal, infection, pain, hernia recurrence and emotional injuries. It was also alleged that the infection turned to mercer. It was left in the patient from (B)(6) 2017 until (B)(6) 2018. Patient had to have mercer left in her for 7 months. It was very painful.